Event description:
It was reported that a no delivery alarm occurred during filling tubing and basal or bolus delivery. Customer changed out infusion set and reservoir three times, attempting to resolve the issue. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and or used reservoir was inspected and no anomalies were noted. Occlusion test was performed and the device was not occluded.